Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. See scanned page.

Event description:
In 2007, a gore tag thoracic endoprosthesis was implanted to repair a penetrating aortic ulcer. On three days later, the patient presented with paraplegia. It was reported that the patient's condition has not improved.